Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient had gradual daily nerve pain that was related to positional movement. There were no trauma or falls that could be related to the issue. The patient felt terrible nerve pain in certain positions since implant on (B)(6) 2016. The patient had pain when they were lying down, leaning back, depending on how they were turning, when they were changing positions, and sometimes when they were changing position like moving to a sitting up position. It started out as uncomfortable and gradually had gotten worse. It felt like a shot of a live wire depending on their position. The patient had turned off stimulation and the nerve pain didn¿t go away. The patient would turn stimulation off again for a longer period of time to see if turning it off would alleviate the pain. The incision was beautiful and there was no swelling and it didn¿t feel hot to the touch. The patient called their hcp¿s office and was told to call the manufacturer representative. The patient called the manufacturer representative, but didn¿t leave a message. The hcp further reported that it was not nerve pain and was incisional generator pain. The actions taken to resolve the pain were post-operative ¿cyalgoria¿ for 2 weeks and topical lidocaine and hot and cold from (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.